Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. We will provide a follow up report upon completion of our investigation. Product background: the opt970 optiflow + tracheostomy direct connection is a patient interface used for delivery of humidified respiratory gases directly into the patient's tracheostomy. The interface is held in place by a lanyard to support the weight of the circuit and prevent the tubing being dislodged from the patient's tracheostomy.

Event description:
A distributor in the united kingdom reported via a fisher and paykel healthcare (f&p) field representative that the tubing of an opt970 optiflow + tracheostomy direct connection was found damaged during use. There were no patient consequences.

Event description:
A distributor in the united kingdom reported via a fisher and paykel healthcare (f&p) field representative that the tubing of an opt970 optiflow + tracheostomy direct connection was found damaged during use. The customer further reported that the subject device had been used for 28 days, had been used without the tubing clip and it was likely that the tubing had been pulled on. There were no patient consequences.

Manufacturer narrative:
Corrected data: d9 updated. (B)(4). Product background: the opt970 optiflow + tracheostomy direct connection is a patient interface used for delivery of humidified respiratory gases directly into the patient's tracheostomy. The interface is held in place by a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's tracheostomy. Additionally, a tubing clip (attaches to the patient's clothing/bedding) is provided to support the weight of the circuit and prevent the tubing from being dislodged. Method: the complaint opt970 optiflow + tracheostomy direct connection was not returned to fisher & paykel healthcare (f&p) for evaluation as it was discarded by the customer. Our investigation is based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed the tubing of the optiflow + tracheostomy direct connection was stretched and torn, and that the tubing had detached from the 3-way connector. Conclusion: our investigation was unable to determine the cause of the observed damage to the opt970 optiflow + tracheostomy direct connection. Based on our knowledge of the product and the information provided by the customer that the device had been used for 28 days, used without the tubing clip and that it was likely the tubing had been pulled on, the reported damage is likely to have been caused by the tubing being subjected to excessive force during use. Manufacturing controls include inspections during production for visual defects to the optiflow + tubing and the swivel, including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The optiflow + tubing is also inspected for any assembly defects, including confirmation the swivel and 3-way connector are connected with the correct engagement. Any product that fails the visual inspection is disposed of. The subject opt970 optiflow + tracheostomy direct connection would have met the required specifications. The user instructions which accompany the opt970 optiflow + tracheostomy direct connection show in pictorial format the correct placement and fitting of the connector, including ensuring the lanyard and the tubing clip are appropriately attached. The user instructions also warn: "the lanyard is designed to minimise loading and movement of the tracheostomy tube. Secure the lanyard properly to avoid accidental decannulation or airway damage." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety. For hospital use "this product is intended to be used for a maximum of 14 days" for home use "this product is intended to be used for a maximum of 30 days providing daily and weekly cleaning instructions are followed"